Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) who reported that while implanting a patient with an implantable neurostimulator (ins) for urinary dysfunctions/sacral nerve stimulation and gastrointestinal/pelvic floor a new ins showed 28-47% battery capacity. A new ins was opened and the same issue occurred, but the hcp decided to leave the second ins opened and implanted. It was speculated that the battery reading had something to do with the default programming set up on the ins in the box. No patient symptoms were reported. No complications were reported or anticipated.